Event description:
It was reported that the mistral air overheating alarms went off but the device did not shut down. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not returned for evaluation and the alleged complaint could not be confirmed.

Event description:
It was reported that the mistral air overheating alarms went off but the device did not shut down. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.